Event description:
It was reported that the intraocular lens (iol) was explanted from the patient¿s right eye due to glare and patient not being happy with the lens. Account indicated that the capsule tore during the procedure and a vitrectomy was performed. Sutures were required to prevent injury. Initially, the patient was left aphakic. Eventually, a bausch & lomb anterior chamber lens was placed as the replacement iol. The health care provider reported the symptoms as debilitating to the patient. No further information was provided.

Manufacturer narrative:
Date of event: the exact date is unknown, the best estimate is between between may 13, 2021 and mar 24, 2022. The device has not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.